Event description:
During product evaluation, failure code 538:320:844:0000 was found in the pump's event history. There was no pt injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: failure code 538:320:844:0000 was confirmed. Inspection of the device found that the failure code was caused by a defective user interface module printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-128.